Event description:
Customer reported that a patient who was in the ICU on epinephrine experienced a valve break (white part broke off) interrupting his medication. No patient harm occurred. Although requested, no additional information was available. The reporter indicated that the hospital was initiated a new valve swabbing technique. The 'swab the top tip sheet' was sent to the reporter and, additionally, a cardinal representative reviewed it at the hospital with the reporter.